Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that this could be replicated under cranial and framelink. It was also found that a caution statement is noted on the IFU as follows: caution: the igs system camera should be as orthogonal as possible to the surface of the probe and the reference frame to maximize tracking accuracy. Placing the probe as noted by the site would be consistent with the warning. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during an electrode and probe placement procedure. It was reported that while working with the "next probe", the site observed that it makes a difference where the next probe is pointed (if the spheres were more superior vs 180 degrees). Changing where the probe is pointed would change the trajectory so that it would no longer point at the target. The surgery was completed successfully with no patient impact.